Event description:
Ophthalmologist implanted a clareon panoptix tri focal iol that caused glare, halos, shadows, positive and negative dysphotopsia, inability to see distant and hazy vision. The iol is a terrible design that needs to be discontinued. I know there have been many complaints about this lens.